Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl on (B)(6) 2014 due to the insulin pump settings being changed. She treated with a glucose tablet. The customer also reported having high blood glucose of 422 mg/dl on (B)(6) 2014 which she treated with a bolus. Troubleshooting was performed and no issues were found with the site or set and the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. The device will not be returned for analysis.